Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 failed while connected to a patient. The patient was removed from the device and provided positive pressure ventilation via manual resuscitator for the remainder of the transport. The clinician noticed that the connection for power seemed very loose. The customer confirmed that there was no patient harm associated with the reported event.